Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129337. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch:769846.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced swelling and inflammation at the implant site. A computed tomography (CT) scan revealed edema at the bilateral side of each lead implant site. The patient underwent a procedure where the leads and implantable pulse generator (ipg) were removed. It was noted the edema at lead site was suspected to be caused by an infection however the patient did not experience any neurological symptoms per the physicians assessment. Physical analysis of the lead extensions and ipg was not performed as they were disposed by the facility. The patient was prescribed anti-biotics however it is unknown if cultures were taken. Although the patient was admitted to the hospital, a full recovery is expected.